Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the product one hour on her lower back. When the patch was removed, the consumer described four blisters in the area worn. The consumer's doctor diagnosed a "bad burn" and gave her antibiotic ointment. The consumer claims the injury took three weeks to heal and resulted in scar formation.